Manufacturer narrative:
Siemens healthcare diagnostics has investigated the issue where samples that are supposed to be repeated from the automation system are not repeated during times when there is a high workload. Siemens healthcare diagnostics has confirmed an issue with advia chemistry xpt software version 1.0.2. The system may cause samples to remain in an "inprocess" state. Test results on a sample that is held inprocess will not transmit to the lis. Manual intervention is necessary to complete the processing of the samples that are held inprocess. Event message 02 981 8728 is generated as part of this software issue. Urgent medical device correction (umdc) 11219913 entitled "advia chemistry xpt auto rerun issues" was sent to customers within the united states and urgent field safety notice 11219912 entitled "advia chemistry xpt auto rerun issues" was sent to customers outside of the united states in february 2015. The umdc/ufsn provide instructions for the customer to identify the issue, manually transmit sample results, and locate and reprocess the sample.

Event description:
An advia chemistry xpt instrument may not process rerun samples through the automation system when there is a high workload. Samples that required repeat testing would be transmitted to the laboratory information system (lis) as "intervention needed" and would need to be searched and repeated manually. There are no reports of patient intervention or adverse health consequences due to samples requiring repeat not being able to be repeated from the automation track at times with high work volumes.